Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced because it was burning them. It was stated the battery burned them. A burning sensation was also reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# lb4599a, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).